Event description:
It was reported that during a cholecystectomy procedure, with the first device, a clip protruded at first firing. With the second device, could not close completely. There were no adverse consequences to the pt.